Event description:
It was reported to philips that the device was losing connection to the 12 lead. A message, "connect ECG leads to patient" will appear during patient care. There was no reported patient involvement/adverse patient impact.